Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vent was used to transport a patient to the or and was powered off while the patient was in the procedure. When attempting to re-power on the to transport the patient back, it failed, and the vent led was flashing. Furthermore, there was an led indicating that an external power was connected and the removeable battery was charging. The removable battery only had one led and the unit was charging after pressing the test button. There has been no patient involvement since an issue found when attempting to power on the device.